Event description:
Device has been explanted.

Manufacturer narrative:
Device evaluation: analysis of the returned device identified, brown particles on the shell, opening curved and underweight. A visual and microscopic analysis was performed; which identified sharp opening on posterior and striated opening on posterior. A dimension measurement in the shell was performed; which identify the thickness within specification, based on the device analysis. The final assessment is: striated openings on posterior assessed as surgical damage consist in the use of some surgical tool. A sharp opening on posterior assessed as an unidentified (tear) opening.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture and patient's concern with product.

Event description:
Healthcare professional reported left side rupture and exchange from textured to smooth implants due to the patients concerns with the product. Device remains implanted.